Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported two unspecified cases of endophthalmitis after a pars plana vitrectomy. Additional information has been requested but not received.

Manufacturer narrative:
The clinical analyst reviewed the complaint and stated the following: ¿this is a (B)(6)year old male patient diagnosed with endophthalmitis. The patient was scheduled for a 25 g pars plana vitrectomy surgery on (B)(6)2017. There was a pre-operative use of betadine and there were no antibiotics. This was the first case of the day, when the event occurred. The surgeon has confirmed that the patient has been left with a central scotoma. Cultures were taken and were positive for staph epdermititis on the first day of the post-operative examination. The surgeon confirms that the no ¿single-use¿ products are reused. Sterilization is done daily with the helixtest, using the melag44b+ at 134 degrees, 2 bar psi for 3-5 minutes (pre-vac/wrapped). The surgeon has been advised that because of the filtration in the system, the device could not have caused the issue. There are multiple factors that could contribute to the occurrence of endophthalmitis. A patient¿s ocular flora or microorganisms that have colonized the surface structures (eyelids and conjunctiva) are the usual cause of infection, therefore isolating eyelids and eyelashes from the surgical field is crucial. The most common cultured microorganisms are gram-positive coagulase negative cocci (70%) with staphylococcus epidermis (s.epidermis) the most prevalent. Deoxyribonucleic acid (dna) analyses of s.epidermis strongly suggest that it is likely that commensal bacterial contaminating the anterior chamber at the time of surgery are responsible for most cases of endophthalmitis. According to the european society of cataract and refractive surgeons (escrs) and other reputable ophthalmic organizations, the most accepted practice to prevent is the topical use of povidone iodine 5% in the conjunctival sac before surgery. Antibiotics used days before surgery has been shown to decrease the bacterial load at the time of surgery. Povidone-iodine solution has broad antibiotic activity and has been shown to significantly decrease conjunctival and perilimbal flora. Meticulous prepping and draping of the patient before surgery are important as well, to isolate the eyelids and lashes from the surgical field. Finally, attempts should be made to decrease any postoperative patient risk factors, such as immunosuppression or systemic disorders that may affect the wound healing and the ability of the eye to ward off any inoculums of bacteria during cataract surgery. Intraoperative risk factors may be associated with an increased incidence of postoperative endophthalmitis. These include inadequate disinfection of the eyelid or conjunctiva, vitreous loss, or unplanned/unapparent ocular penetration. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any reusable surgical instrumentation (phaco handpiece) that would come into contact with the patient would be autoclaved by the user prior to surgery, per standard industry practices and the product directions for use (dfu). The phaco handpiece is a reusable device that must be reprocessed per the product dfu. There is no evidence that the design or performance of the system caused or contributed to this reported event of endophthalmitis.¿ the system was examined. The company representative did not indicate finding any issues that would be associated with the reported event. The system was tested and found to meet product specifications. The system was manufactured on january 7, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The system itself was found to meet specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A completed questionnaire was received indicating this was for a male patient. The patent underwent an additional vitrectomy. Cultures were taken, staphylococcus epidermidis was grown out. The patient's symptoms continue with a central scotoma.